Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. Inspected the reservoir, snap cap, and septum for anomalies. There were no anomalies found. An occlusion test per (B)(4) was ran as follows reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. A manual prime was performed on the insulin pump. It could be seen that fluid flowed through infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer received no delivery alarms from his insulin pump during bolus. The customer stated he changed his unomedical infusion set and the no delivery alarm persisted. The alarms were resolved with a reservoir change; the reservoir was likely occluded. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.